Event description:
A customer reported a malfunction on a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, resolved the issue, and advised to continue using the pump while noting to call back if the malfunction recurred.